Manufacturer narrative:
UDI number: (B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Event description:
The recipient was reportedly experiencing poor retention. The recipient underwent surgery to thin the skin flap.